Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. The device remains implanted.

Manufacturer narrative:
Analysis of the returned device identified: brown particles, opening extended on posterior and underweight. A visual and microscopic analysis was performed which identified two sharps broken on posterior due to a surgical impact opening, for the stress mark in the shell, creases fold and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharps broken on posterior due to a surgical impact opening. Missing shell due to inconclusive

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.

Event description:
Healthcare professional reported a right side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.